Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that there was a crack at the orange collar at the distal end of the monopolar curved scissors instrument. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension was broken at the proximal clevis to main tube interface. The clevis was dislodged from main tube as a result. Both proximal clevis and main tube are missing pieces. The broken piece measured approximately .209 x .313. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's tube extension exhibited pad printing removed. There was pad printing removed near the tube extension and maintube interface. Evidence not conclusive, but pad printing removed damage may be due to likely mishandling/misuse an additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed and/or main tube damage, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.